Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient faced a sever kinked cannula due to which he experienced high blood glucose level. Therefore, he received high blood glucose alarm and alert 50 hyper light. He tried to treat high blood glucose level issue with a bolus via pump, but subsequently, on the same day, he was admitted to the hospital due to diabetic ketoacidosis. The patient's highest blood glucose level was 514 mg/dl and the infusion had been used for one day. During hospitalization, he received fluids of saline, insulin, and unspecified intravenous medication (drug name unknown) as corrective treatment, which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. On (B)(6) 2021, again he faced a sever kinked cannula due to which he experienced high blood glucose level of 339 mg/dl. Moreover, he did not notice any damage to the infusion set when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.